Event description:
The customer's wife stated that the customer passed away due to hypoglycemia. The customer's wife stated that she thinks the customer purposely delivered too much insulin before going to bed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.